Event description:
It was reported that they were getting a intermittent blue screen on the pc and errors which lost the image, this caused the patient to be re-exposed. It was determined that the computer needed to be replaced. Once this was done, the system is working as intended.